Event description:
The dental implant fx4012swc was removed on (B)(6) 2017 due to failure to osseointegrate 4 months and 2 weeks after implantation. The doctor indicated tha periodontal disease and pain caused the implant removal. The patient has history as a diabetic and has been recovered without complications.